Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to infection. The entire ipg system was replaced several days later. No further patient complications have been reported as a result of this event.